Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver did took the charge and booted up. The receiver data log was downloaded and reviewed, finding no issues related to the complaint. The global receiver functional test was performed and it failed. A manual "try-it" test was performed and it failed. The receiver case was opened for internal visual inspection and it failed. The reported event of no vibration was confirmed because of the functional test and the interior inspection. The root cause was found to be defective vibrator and moisture damage.